Manufacturer narrative:
(B)(6).

Event description:
A report has been received of a suspected allergic or hypersensitivity reaction. The nurse reported the pt had used this dialyzer since (B)(6) 2010 without incident until recently when on (B)(6) 2010, the pt developed a fever requiring treatment. Reportedly, the symptoms occurred during the last 30 minutes of the treatment. The nurse also reported symptoms of nausea and vomiting that occurred after dialysis. The nurse reported that they did withhold a medication; however, the fever continued. It was learned in speaking with the nurse that when a different brand of dialyzer was used, it resolved. The pt was hospitalized with an admitting diagnosis of fever of unk origin. The pt was discharged to home with diagnosis of an allergic reaction. Currently, the pt is receiving further dialysis with use of a different manufactured dialyzer with no further ill effect. The rn confirmed culture results were negative. In review of the info reported on the event date of (B)(6) 2010, it was learned that dialysis was initiated without difficulty with the exception that the pt was noted to have bilateral edema grade iii with +1 pitting edema. They attempted to remove 3.5 kg of fluid until 3 hours into the treatment, the pt was noted to have bilateral extremity muscle cramping. The pt was given a saline bolus and her blood was returned. The pt was reconnected and the treatment was resumed. The pt was noted to have chills at that time and her temperature was 100f. Tylenol was given. The pt was noted to have cramping again. The md ordered hypertonic saline given. The pt now infiltrated. It was then discussed with the pt that she should be evaluated at the ER. At this time, her temperature was 102.4f. It was then reported that the facility contacted non-emergent transportation for the pt to the ER. No sample. The lot is unk. The pt was discharged to home after this incident and currently is receiving dialysis with use of the new dialyzer without any further incidents. It was reported she is doing well.